Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes & investigation conclusions), h10. Additional information: e1(event site postal code - (B)(6)) it was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) skgh doppler tether assembly faulty. No patient involved. A getinge field service engineer (fse) replaced tether assembly and fault cleared. Unit tested pass iaw factory specification. Unit handed to user.

Event description:
N/a.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit's doppler tether assembly was faulty. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.